Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, cystitis, urinary tract infection, vaginal infection, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right 1, left 0 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful bilateral fallopian tube obstruction with appropriately positioned essure tubal occlusion device placement. Lot number: 789037 manufacture date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, cystitis, urinary tract infection, vaginal infection, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right 1, left 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful bilateral fallopian tube obstruction with appropriately positioned essure tubal occlusion device placement. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lot number, removal details added. Removal surgery added for event abdominal pain. Case became serious incident. Hsg date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.